Event description:
A physician reported that the patient had passed away from pneumonia on (B)(6) 2009. Last known settings were 0.5 ma/30 hz/250 microsec/30secs/5 mins. Attempts for further info have been unsuccessful to date.